Manufacturer narrative:
It was reported that the patient experienced a 2nd degree burn from epatch. The device was returned for investigation. The sensor was inspected for general physical integrity and found in good condition. The device was heat stressed tested and after the 1.5-hour testing, the maximum temperature reached was 82.6f. No problems were found. Engineering evaluation was unable to be performed on the patch as it is single use and was not returned. Allegation is confirmed through images of patient skin irritation attached to this case or a prescription from a medical professional and is most probable to be a bio-incompatibility issue with the electrode adhesive and/or hydrogel components. Engineering could not replicate the allegation of the sensor overheating. Sensor passed visual and functional testing. All testing of the sensor could not provide evidence for an overheat of the device to cause a burn to the patient. Root cause is more probable to be a bio-incompatibility issue with the electrode adhesive and/or hydrogel components considering there is no evidence of a thermal event. Marsi, skin burn, and associated symptoms may inherently occur under the course of ECG monitoring. No single factor or combination of factors can be attributable to electrode skin irritation and associated symptoms. The product labeling advises patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2024 that the patient had a 2nd degree burn from the epatch. The patient reported blistering and welts. Originally the patient used over the counter hydrocortisone antibiotic ointment. Later on (B)(6) 2024, the patient went to urgent care where the patient was diagnosed with a 2nd degree burn. The patient was recommended to keep the area clean and dry and cover the burn for protection. The patient was also told to keep putting the antibiotic ointment on. The patient reported following proper skin prep and did not have a history of skin sensitivities/allergies however, did have an allergy to metals and adhesives. The patient did not take a break in service.